Event description:
It was reported that pump displayed repeated cartridge alarms, including cartridge alarm 20, and issue led customer to seek care at emergency room or hospital, although no additional information was received regarding the outcome of that visit. The customer¿s blood glucose level 630 mg/dl. Customer switched to multiple daily injections as backup insulin therapy.